Manufacturer narrative:
Pump error 35 alarm noted in the long trace history and critical pump error alarm noted on device, problem isolated to the electronic assembly. Force sensor zero offset measured within spec range. Unable to verify motor/drive anomaly and perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump motor was not moving. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.